Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned device exhibits signs of repeated use and has one of components one and two disassembled / missing. The missing component was not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design deficiency. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for this device. This device was subsequently re-designed to account for this failure mode. It was determined that this devices was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ball bearings were missing from the instrument. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.